Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2252, awareness date 30-oct-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer had to have a hysterectomy at the age of (B)(6) to have the essure device removed. She was in constant pain, had terrible mood swings, all she wanted to do was lay down because it was less painful. She would wake up not bloated but by the end of the day she looked pregnant. When she had the hysterectomy her doctor told that her uterus looked 6 months pregnant and she had endometriosis that they burned away. She had a rash that developed at the beginning of the year that looked like maybe a nickel allergy and it left a permanent dark spot on her hand even after the rash disappeared. Product technical complaint investigation received on 22-nov-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. Company causality comment this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a rash that looked like a nickel allergy. She underwent a hysterectomy to remove essure. Nickel allergy was considered a serious event due to medical significance and is listed in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to the device. In addition, some patients may develop an allergy to nickel if this device is implanted. Typical allergy symptoms reported include rash, pruritus, and hives. In the present case, the exact temporal relationship between essure insertion and the event was not reported. However, given the nature of the reported event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required. The product technical analysis concluded that based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.